Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device has a broken cable. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Shp cable) the evaluation confirmed the reported event, "it was reported that the device has a broken cable. There was no harm for the patient, operator or third party reported. No further information received." And attributed it to normal wear and tear due to the age of the device.